Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient reported feeling unwell with a reported cgm reading during the day between 3.0 and 7.0 mmol/l. The patient self-treated with sugar and ginger ale. The patient began vomiting and was driven to the hospital by their brother. At the time their cgm reading was 4.7 mmol/l and the blood glucose reading was 22.8 mmol/l. The patient would have been going into diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. The patient was discharged the day after the event at 06:00pm, and it was indicated that they had recovered from the hyperglycemic event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.